Event description:
It was reported that "incisional hernia. Dr (B)(6) was trialling stratafix spiral for her wound closure sxpd2b420 for the subcutaneous layer. The first needle tip snapped off near to the end of the first half of her closure. Dr (B)(6) passed the needle without the tip twice more to conclude the first half of the closure. The second needle tip snapped off at the conclusion of the 2nd half of the closure and was noticed by the scrub nurse when she went to store the finished suture material. No extra action was taken to manage the problem. No delay to procedure. Normal procedure outcome - the dr continued on to close the subcuticular layer with stratafix pga/pcl. (B)(4).

Manufacturer narrative:
Method: the actual product involved with the incident reported has not been received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the lot reported. Needle supplier was contacted to verify if there was any quality issues related to the needle batch. Supplier confirmed that no ncrs related to "needle breakage" defect was generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. Upon receipt of sample, we will provide a follow-up containing the results of the evaluation. Reference: complaint #(B)(4) (ethicon complaint #(B)(4)). Item #sxpd2b420 stratafix spiral pdo knotless tissue control device - 2fs -0- pdo 24 x 24, mbng620.